Manufacturer narrative:
Approximate age of device - 1 year, 11 months, 28 days. Manufacturer's conclusion: a specific cause of the reported event could not be determined through this investigation. The patient remains ongoing on vad support. The heartmate ii lvas instructions for use explains how to insert and orient the sealed inflow conduit and states, ¿the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the interventricular septum." A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during an echocardiogram study, the patient had ventricular tachycardia and suction events due to a malpositioned inlet cannula. The study was stopped and no interventions were taken. No additional information was provided.